Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultralink meter was displaying an error 5 message. Per the onetouch ultralink user guide, this error means the meter has detected a problem with the test strip. Possible causes are test strip damage or an incompletely filled confirmation window. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed that the alleged issue began at approximately 9am on the same day he contacted lfs for assistance. The patient reportedly manages his diabetes with an unknown type of insulin through pump therapy and did not take any action in regards to his usual diabetes management routine in response to the alleged issue. He claimed approximately one hour later he developed symptoms of feeling "tired and light headed" and despite his symptoms he denied receiving any form of medical intervention. At the time of troubleshooting, the cca noted the patient was using the correct test strips and they were unexpired and stored correctly. The patient was reportedly performing the test correctly; the sample did draw completely into the test strip. However, the alleged issue remained unresolved after retesting. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to an adverse event since the patient symptoms did not correlate with lfs's definition suggestive of a serious injury nor did he receive medical intervention. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
(B)(4). Device evaluation: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a high spc pin issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k073231.